Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient programmed their ipg into MRI mode prior to undergoing an MRI. Following the procedure, the patient left their ipg in MRI mode over an extended period of time, and in turn it was later deemed inoperable.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain further event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was set to MRI mode and the setting was unable to be disabled afterwards. In turn, the patient's ipg was deemed inoperable and was explanted/replaced to address the issue.